Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that it did not seem like his insulin pump was delivering. He was having issues with his serter; infusion sets kept getting stuck in the serter and the needles were bent and damaged as a result. He had run out of infusion sets and stopped using his insulin pump. Four days after he disconnected from his pump his blood glucose rose to 480 mg/dl and he was hospitalized. The customer wanted the pump replaced for its delivery issues and he stated that he will call back another time to troubleshoot the device. No products were shipped or returned.